Event description:
I am using dexcom g6 which has adhesive that is causing severe allergic reaction. Also last installation trigger pin that inject thread never retracted and was unable to disengage applicator device from sensor. Reference report: mw5118149.